Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2011. 05/08/2012: additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing. The patient sample was tested on the advia centaur for hbc total and the result was negative. The cause remains unknown. Patient: renal transplantation in 1997, immunosuppressed, medication: sandimmun (ciclosporine), malignant lymphoma. The customer used lot # 040, expiration date: 04/28/2012.

Manufacturer narrative:
The cause for the discordant hbc total result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur xp hbc total result was obtained for a patient sample. The patient sample was tested on two different alternate methods and the results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.